Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visit emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level was 561 mg/dl. The customer blood glucose level at the time of incident was 561 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with insulin pump. Customer does not alleged that the insulin pump was under delivered. The customer was able to perform high pressure test and the test was passed. The customer was assisted with troubleshooting and declined to check their settings for high blood glucose. The insulin pump will not be returned for analysis.